Event description:
Original plif at l4-l5 was performed in (B)(6) 2014 as an adjacent segment construct below prior fusion. During routine six month visit radiographs' showed the screw had fracture at left l5. Radiographs received confirmed the event. Device remains in-situ. Patient is asymptomatic. There is no plan for revision surgery. Device will not be returned and no further investigation can be completed at this time. Patient impact/sustained fall or other factors contributing to a failure are unknown.

Manufacturer narrative:
Nuvasive reference (B)(4). Radiographs received confirmed the event. Device remains in-situ. Patient is asymptomatic. There is no plan for revision surgery. Device will not be returned and no further investigation can be completed at this time. Patient impact/sustained fall or other factors contributing to a failure are unknown. The root cause of this reported event has not been determined; no conclusion can be drawn. Review of records indicates no adverse trend exists for the fault type.